Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient stated the implanted lens was uncomfortable and didn't feel right. The patient was taken back into surgery. The surgeon noted the haptic of the lens was dislocated into the anterior chamber. The lens was then removed and replaced with a backup lens. Additional information was requested.